Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 31 mmol/l at the time of the event and reported pump was under delivery. The hyperglycemia was treated with the insulin pen. Troubleshooting was performed and found that the auto mode feature was active at the time of the event. The customer is using the insulin pump system within 48 hours of the reported high blood glucose event. Advised the customer to do a high-pressure test and it got passed. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.